Event description:
The radio frequency (rf) head was returned and subsequently tested out of specification during manufacturer's analysis. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the radio frequency head was returned and analysis confirmed that the cable was damaged. It was also noted that during inspection it failed uplink tests due to the damaged cable, and that the coating on the head was damaged or missing.